Event description:
Per the clinic, the electrode array was partially inserted in the cochlea due to the patient's anatomy. The patient underwent revision surgery (specific date not reported), in order to reposition the electrode array. The implanted device remains.